Event description:
Kendall healthcare received phone call on 05/09/00 from user facility reporting an alleged product defect with the safety thoracentesis catheters. Md reports that the metal ball inside the distal end of the valve did not create a closed system when the trocar was removed. Thus, md feels there is a potential for air leakage that would result in air being introduced into the pleural space. No pt injury was reported.